Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with the naked eye noted a two holes in the silicone tubing. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing failed due to a leakage through both holes in the silicone tubing. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked, further described as "external fluid leakage." This was noticed before use of the device for peritoneal dialysis therapy. A new transfer set was used. There was no patient involvement. No additional information is available.